Event description:
This spontaneous report was received on (B)(4) 2011, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Procomfort super vaginally twice for normal menstruation (lot number and expiration date unspecified). After an unspecified duration she stated that, she did not remove the tampon, but she could not find it in her vaginal cavity. She also stated that this happened with two tampons and felt that she had two tampons inside of her. The action taken with the device and the outcome of the event were unknown. This report was assessed as non serious event. The company causality was assessed as possible. No sample was received for evaluation. Due to the unavailability of the sample, it is not possible to evaluate the particular alleged defect. No lot number was provided with the complaint. Without a valid lot number, the device history record cannot be reviewed and the retain sample cannot be verified. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends will continue to be monitored. Based on the investigation results, no assignable cause was identified. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.